Manufacturer narrative:
Upon inspection and testing of the returned device, the subject device was found to be turning off automatically due to a printed circuit board (g1 board) failure. In addition, service found the fan was not working properly, the color of the displayed image from the sdi-1 port (serial digital interface port #1) was abnormal, the power switch bracket was broken, one of the connectors on the x board was broken, the rear cover was cracked, the bezel plate was cracked, and the functional earth terminal was broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed the monitor would automatically turn off. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device powers off due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.